Event description:
It was reported that the patient developed an infection. The device was used externally for some time. At some point the implant detect was off and the lead monitor was programmed to monitor. When this was done the device switched to unipolar outside of the body during the time it was not used and it automatically turns lead monitor to monitor only. The device experienced out of pocket oversensing. The device was reprogrammed back to bipolar and the patient had good r-waves, threshold, and impedance readings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.